Event description:
It was reported that the supply line of a homechoice automated pd set with cassette disconnected from the supply bag. This occurred during fill cycle one of five of peritoneal dialysis therapy. The patient stated that he thought the connection was secure, but that he did not lock it correctly. The technical service representative assisted the patient in ending therapy and the patient restarted therapy with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.